Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo was performed using the naked eye and showed the patient connector was attached to a non-baxter blue connector. Per insert directions, the transfer set is to be used with the baxter locking titanium adaptor for peritoneal dialysis catheter and replaced every six months or as specified by a physician. The reported condition was not verified. The cause of the condition was determined to be miss use of the product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a disconnection between the transfer set and the non-baxter adapter (while sleeping) which resulted in peritonitis. It was reported the patient was awoken by ¿wetness on their side¿. The patient reported they touched the open cap which was leaking and then reconnected the set. The cause of the disconnection was not reported. The peritonitis was manifested by stomach pain, cloudy drain bags and difficulty breathing. The patient called emergency services and was taken to the hospital and subsequently admitted for the event. The patient was treated with unspecified antibiotics (daily, no further details) for the event. It was reported the patient did ¿not agree¿ to changing the transfer set every six months and the current transfer set was in use for longer than six months. The patient was discharged four days after admission. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.